Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported this event from (B)(6). Update: there is a reported surgical time delay, but the exact length of this delay is unknown.

Event description:
It was reported that after an osteotomy of the jaw, the surgeon was unable to grasp the screw while trying to repair the plate. This issue made it difficult to insert the screw. The procedure was completed with another driver with no reports of any unknown surgical delay. This report is 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: our investigation shows wear and tear signs around the surface of the complained screwdriver shaft. The edges at the cruciform tip are rounded. The manufacturing review shows a non-conformance report which had no negative influence onto the design, functionality and quality of the product. The correct material (1.4028) and hardening (range: 485 0/+60 hv10) procedure was used. A 100% functional check guaranteed the functionality of all instruments when they left our facility. Based on the received information, and without the involved screw, we cannot determine the exact root cause. The appearance of the tip is a clear indication that this was an often and intensely used instrument. It is likely that the rounded edges at the cruciform made it difficult to grab the screw. This occurrence has finally led to the malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available and therefore no corrective action can be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.